Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 300 mg/dl. Customer declined to troubleshoot the no delivery alarm further. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 405 mg/dl. The customer report motor position encoder error alarm. The customer was able to rewind pump completely. The customer received motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 405 mg/dl. The customer was treated with the pump.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; also, unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump passed the displacement test, rewind, basic occlusion test self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted: the motor was tested outside of the device and passed. The insulin pump had minor scratched display window and a cracked reservoir tube lip.